Event description:
It was reported that when the surgeon was using the accolade calcar planer, the connection part for a broach post broke. The fragment was removed immediately from the pt body without any problems.

Manufacturer narrative:
When completed, the eval summary will be submitted in a supplemental report.